Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant with an 8f amplatzer talisman delivery sheath. It was then reported on (B)(6) 2025, the patient experienced fatigue during hospitalization. Patient was treated with intravenous administration of ringer's lactate. Patient status was reported discharged without additional hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.